Manufacturer narrative:
This report is submitted on oct 10, 2023.

Event description:
Per the clinic, the patient experienced an infection and swelling around the implant site (specific date not reported). Subsequently, the patient was treated with oral antibiotics. The symptoms resolved and the implanted device remains.